Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on 26jun2019 stating pentax medical video duodenoscope, model ed- 3490tk, serial number (B)(4), cultured positive after sampling performed on 07jun2019. The sampling performed on (B)(6) 2019 identified colony forming units(cfu) too numerous to count(tntc) as comprising of the following 3 isolates: 1 - positive cocci - micrococcus luteus, 2 - positive cocci - micrococcus luteus, 3 - positive cocci - staphylococcus epidermidis, study number: (B)(4). The duodenoscope was received by pentax medical for evaluation on 26jun2019. The duodenoscope underwent a preliminary inspection on 27jun2019 where the distal cap/case was found to be cracked as well as mild scratches inside the primary operational channel. Further inspection by pentax medical service was performed on (B)(6) 2019 and the following inspection findings were documented: distal cap - fixed type failed epoxy seal integrity inspection passed dry leak test, passed wet leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body. The duodenoscope is currently undergoing repairs including the following components: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap. Upon completion of repairs the duodenoscope will be reprocessed and resampled in (B)(6) per procedure.